Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device did nor reboot and unable to login. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to launch app after rebooted, ms configuration file was incorrectly set. The technical support specialist configured ms configuration settings and tested the station by rebooting the device. The station now boots correctly, and reboot functionality has been verified without any issues. The system functioned as intended after the technical support specialist troubleshot the issue.